Manufacturer narrative:
Upon follow-up, it was reported that the cause of peritonitis was unknown. The same day as the event onset, the patient was treated with the previously mentioned antibiotics; subsequently they were discontinued. The patient was discharged from the hospital ten days after the event onset. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with vancomycin injection (1g, intraperitoneal), amikacin injection (1g, intraperitoneal) and meropenem injection (250mg, intraperitoneal) for peritonitis. Three days after the event onset, the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.